Manufacturer narrative:
Corrected data: sex.

Event description:
Patient reported having been injected with juvéderm volbella with lidocaine in the mid face (cheeks and tear trough). Prior to injection the patient was given prilox and ice post injection. Patient developed a lump in the tear trough. Patient was given an unspecified treatment and symptoms resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lump is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having been injected with juvéderm volbella with lidocaine in the mid face (cheeks and tear trough). Prior to injection the patient was given prilox and ice post injection. Patient developed a lump in the tear trough. Patient was given an unspecified treatment and symptoms resolved.